Event description:
Literature: rijkers k, van aalst j, kurt e, daemen ma, beuls eam, spincemaille gh. Effect of spinal cord stimulation in type I complex regional pain syndrome with 2 rare severe cutaneous manifestations: case report. J neurosurg. 2009; 110(2): 274-8. Summary: this article presents the case of a pt with complex regional pain syndrome- type I (crps-I) who was suffering from non-healing wounds and giant bullae and the effect of spinal cord stimulation on these severe coetaneous manifestations of crps-I which are rare and extremely difficult to treat. Reportable event: following a successful system replacement with the electrode located. At the cervical level and the pulse generator implanted in the right abdomen the stimulation was inadequate, and only reached the pt's arms and shoulders, but not her legs. The pt complained of severe neuropathic pain in both legs. Within 3 days after discontinuation of stimulation, giant bullae developed on the pt's right lower leg, progressively increasing in size. Subsequently it was decide to implant additional thoracic electrodes to obtain adequate stimulation in the legs in an attempt to half progression of the bullae and treat the pain. The physician considered the action an emergency surgery rather than an elective procedure due to the severity and progressive nature of the pt's symptoms. Adding the additional electrodes restored successful stimulation in both legs as well as in the abdominal area. Within 1 day after receiving additional stimulation the pain resolved. Moreover, the bullae on the pt's right leg resolved within days, and even the 2-month old non-healing skin lesion on the left side of the abdomen resolved. One year later, the pt continued to receive adequate.